Event description:
A healthcare worker reported "feeling a bit funny". The healthcare worker specifically reported burning skin, stinging eye and a slight shortness of breath and chest pain as an alleged reaction to hydrogen peroxide exposure. Upon feeling her symptoms the healthcare worker immediately washed her face and exposed body parts, showered, changed her clothes and reported feeling much better. Her shortness of breath did continue and she went home. When healthcare worked returned to work reported symptoms of "tight chested" over the weekend which she described as feeling like an impending asthma attack. The healthcare worker went to the hospital emergency department and was found to have increased blood pressure (bp). The healthcare worker was consulted by a cardiologist whose findings were nad [no abnormalities detected]. Additional information regarding the event: the evening shift found 4 sterrad 100s cassettes (lot# unk) to have red color change on chemical indicator strips. The box of cassettes (still in their plastic wrappers) were placed in a healthcare workers office which was then closed for the night. When the healthcare worker arrived in her office, the following morning she found the box of cassettes on her desk with a note stating "leaking - dangerous". She moved the box from her office to the department corridor, consulted the msds, double bagged the cassettes in contaminated waste bags and had the cassettes removed from her department. She reported that there was no smell observed. She contacted the oh&s officer who advised to 'air her office' which was done for 3 hours then a terminal cleaning of the office was performed. Mask and gloves were worn during the bagging and disposal of the box of cassettes.

Manufacturer narrative:
Inhalation.